Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. Upon arriving at the facility to evaluate the iabp, the stm noticed that the unit had an "out of service" note affixed to it. The stm powered the iabp on and all power-on self tests were successfully passed. The stm then connected a known trainer and a known balloon to the unit and the iabp functioned properly. The stm was unable to reproduce the reported issue. However, the stm detected an audible leak. And after further troubleshooting and review of the error logs, several "iab catheter restriction" alarms were also observed in the error logs. The stm then removed the iabp console from the hospital cart and detected damage on the rear of the pump console, the stm also removed the cover from the iabp console and discovered that the source of the audible leak was caused by damage to the handle on the rear of the iabp which was pushed into the iabp, thereby creating damage to the pressure tubing assembly. To resolve the issue, the stm replaced the console cover, rear handle , o-ring, cable tie, pressure tube assembly and flat head screws. The stm then performed preventative maintenance (pm) on the unit with full calibration, safety, and functionality checks all passed per the service manual and factory specifications. The iabp was then returned to the customer and cleared for clinical service.

Event description:
It was reported that while at the bedside to transport patient by air, the cardiosave intra-aortic balloon pump (iabp) would not pump, and when the helium tubing was attached to the iabp, it autofilled and alarmed ¿catheter restriction¿. The patient was on a 30cc arrow fiberoptix intra-aortic balloon (iab) with gas drive line tubing for arrow 30cc connected to iabp. This brand iab is not manufactured by getinge. The catheter was inflated by syringe and no restriction was felt. Even with the augmentation control reduced, the iabp continued to alarm. The air transport team abandoned switching over to the cardiosave unit and transported the patient via ground. This event occurred before the iabp was in use on a patient. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge service in connection with this event. If additional information is provided, we will submit a supplemental report.

Event description:
It was reported that while at the bedside to transport patient by air, the cardiosave intra-aortic balloon pump (iabp) would not pump, and when the helium tubing was attached to the iabp, it auto-filled and alarmed ¿catheter restriction¿. The patient was on a 30cc arrow fiberoptix iab with gas drive line tubing for arrow 30cc connected to iabp. The catheter was inflated by syringe and no restriction was felt. Even with the augmentation control reduced, the iabp continued to alarm. The air transport team abandoned switching over to the cardiosave unit and transported the patient via ground. This event occurred before the iabp was in use on a patient. No adverse event was reported.